Event description:
Report received of a patient death while the device was in use. The patient was receiving lidocaine 2gm in 500ml of d5w at 30ml/hour. According to the customer contact, when the nurse and the md walked into the patient's room, it was noted that the pump was programmed at 30ml/hour as ordered. The tubing was reported to be loaded into the pump correctly with the plunger guide intact, but the lidocaine fluid was reportedly "free flowing". Approximately 250ml of lidocaine had infused into the patient in an unspecified period of time. The patient experienced a seizure, cardiac arrhythmias and suffered a cardiac arrest. Resuscitative measures were unsuccessful and the patient died. There was a cell phone in use near the patient at the time of the event. The pump is being sequestered and will not be returned for testing and investigation. Though requested, there was no further information available.